Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services states that this lead had gradual rise in shock lead impedance. The physician was dr. (B)(6) at cardiac rhythm specialists in milwaukee, wi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).